Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The pc-over-ip (pcoip) client was replaced. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there were issues with the pc-over-ip (pcoip) client. While calibrating the navigation system, the medtronic representative noticed that every few minutes the pcoip appeared to power cycle. The system would display images, then follow by showing the splash screen, shortly appear with a ¿no network connection¿ message, and then connectivity would restore. This happened every few minutes consistently. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: the pc-over-ip (pcoip) client was returned to the manufacturer; through visual/physical examination and functional testing the reported issue was able to be duplicated. The pcoip client was tested and logs indicated software reboots at 3 min 35 sec, 1 min 25 sec, 1 min 33 sec, 16 sec, 1 min 6 sec, and 2 min 10 sec. It was determined that there was an electrical failure with the pcoip client. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.